Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an occlusion and altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose value was 600 - 400 mg/dl with large ketones not identified as dangerous by healthcare provider. Reportedly the customer went to the emergency room (ER) where they were treated with insulin and intravenously with fluids. The customer was using lumjev insulin with the pump. Tandem customer technical support informed customer that lumjev insulin is off-label per the user guide. A replacement pump was sent to resolve the issues.